Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and no visual abnormalities were found. Next, tested the sheath for leaks by plugging the distal tip and creating both positive and negative pressure environments within the sheath. The sheath passed leak testing under all conditions. No leak paths were identified at any point during testing. Based on all the available information the investigation concluded that no problem could be detected with the returned device. The reported failure was not reproduced during analysis and the device presented with no deficiencies that could have caused or contributed to the event in the allegation. The thrombus was determined to be a known inherent risk of the device as it was called out in the device's labeling as a potential complication of the procedure and use of the device.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, visible air was observed and the patient experienced blood clots. A faradrive steerable sheath clear was selected for use. The act value was 370 seconds. When the dilator and the wire were removed and the farawave catheter was inserted, a red blood clot was found attached to the third electrode part of the catheter through the clear sheath. The farawave catheter was pulled outside the patient, the blood clot was removed, and air removal of the faradrive steerable sheath clear was performed again. The farawave catheter was re-inserted into the faradrive steerable sheath clear, but a red blood clot was confirmed on the third electrode part of the catheter through the clear sheath. The device was pulled outside the patient, and the blood clot was removed, and it was replaced with another faradrive steerable sheath clear. When farawave catheter was re-inserted, there was no blood clot, so air removal was performed as specified, and the procedure was continued. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, visible air was observed and the patient experienced blood clots. A faradrive steerable sheath clear was selected for use. The act value was 370 seconds. When the dilator and the wire were removed and the farawave catheter was inserted, a red blood clot was found attached to the third electrode part of the catheter through the clear sheath. The farawave catheter was pulled outside the patient, the blood clot was removed, and air removal of the faradrive steerable sheath clear was performed again. The farawave catheter was re-inserted into the faradrive steerable sheath clear, but a red blood clot was confirmed on the third electrode part of the catheter through the clear sheath. The device was pulled outside the patient, and the blood clot was removed, and it was replaced with another faradrive steerable sheath clear. When farawave catheter was re-inserted, there was no blood clot, so air removal was performed as specified, and the procedure was continued. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.